Event description:
Device issue: none. Adverse event: thrombosis/myocardial infarction. Time of adverse event: 5 days post procedure. It was reported that on (B)(6) 2010, a 2.5x28 rx promus stent was deployed in the mid left descending artery (lad) and a 2.75 x 12 rx promus stent was deployed in the pre-dilated proximal lad. The target lesion was mildly tortuous, mildly calcified and thrombotic in the proximal to mid lad and 100% stenosed. Post deployment of the stents, angiogram and intravascular ultrasound confirmed no issues. On (B)(6) 2010, the patient experienced chest pain. It was found that the lesion from the proximal edge of the lad to the distal part of the lad was completely occluded. Thrombosis was aspirated using a thrombuster. Balloon dilatation was performed using a non-abbott balloon catheter in the proximal lad. The patient was placed on an intra aortic balloon pump (iabp); however, blood flow did not improve. Therefore, additional dilatation was performed using a non-abbott balloon catheter. The iabp was removed from the patient on (B)(6) 2010. Primary diagnosis was myocardial infarction. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4) (B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The other promus (1009540-12, 12b) is being filed under a separate medwatch report.